Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. Rainbow glare was noted in the right eye 15 days post treatment. Three months later, vision was reported to be excellent but patient is still aware of rainbow glare effect on the right eye but is somewhat reduced.

Manufacturer narrative:
During a onsite visit the field service engineer (fse) performed system verification and found system meets specification. The root cause could not be identified conclusively. Device meets specification. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An orthoptist reported a patient with transient rainbow glare. Surgery was completed uneventfully. Symptoms are noted to be improving. There are three related reports for this facility. This report addresses case three and other manufacturer reports will be filed.